Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 8 801071 h3: no parts have been received by the manufacturer for evaluation. This regulatory report is being submitted due to a retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a sacroiliac and thoracolumbar procedure. It was reported that during a posterior fusion case the passive planar probe was intermittently tracking. The medtronic representative (rep) adjusted camera, adjusted overhead lights, had surgeon re-verify, and asked the surgeon to check sphere cleanliness and if they were snapped on correctly. The rep then asked surgeon to cover bottom sphere, and the probe started tracking. The surgeon removed bottom sphere for remainder of case with no other tracking difficulties. The event caused a surgical delay of two minutes. There was no impact on patient outcome.